Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the synchron lxi 725 instrument. A patient sample was tested for accu tni and a result of 21.47ng/ml was reported out of the lad and questioned by the physician. The original sample was retested and repeated result was 0.17ng/ml. A corrected report was sent. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications before and after the event. A system check performed in 2008, passed all specifications. There were no flags or event log messages associated with this event. There are no other results in question. The specimen was collected in a 5ml green top, non-gel plasma tube. The sample was aliquoted to a sample cup for re-run. Per customer, the primary tube was a short draw. The specimen was clear and not hemolyzed. A field service engineer (fse) was not dispatched for this event as customer declined offer to send service. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.